Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The MRI technician stated that the patient¿s ins was dead and was going to be removed. They could not troubleshoot due to lack of access to the product. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.